Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure, after testing and correct assembly of the handpiece, the telescopic tool was handed to the surgeon. Upon activating the foot pedal outside the patient, the burr head detached and was expelled from the device at the start of the procedure. The product did not contact the patient, and no fragments remained inside the patient's body. The device was damaged, and the procedure experienced an approximate 2-minute delay while a backup product was used to continue and complete the surgery. The patient outcome was reported as alive with no injury.